Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the error code 44510 was shown, indicating an internal error likely due to a faulty printed wire assembly, and that the pump failed remediation during testing. There was no patient involvement.